Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 107 mg/dl while the sensor glucose reading was 60 mg/dl. The customer tried to calibrate several times but she was in suspend in low. The customer also reported difficulties with calibration. The sensor will not be returned for analysis.